Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced angulation malfunction. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip, had a white-clouded area, water removal ability did not meet the standard value due to clogging of nozzle, and the connecting tube had a scratch and a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The reported event can be detected and prevented by following the instructions for use (IFU) sections: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.